Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Event description:
The customer reported that insulin leaked from some of her reservoirs. The customer did not have any of the reservoirs available for troubleshooting. Nothing further was reported.